Event description:
The customer reported that the c-arm would not power up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The intelligent shut down board was replaced and a connector pin was repaired. The system was tested and found to be working as intended and put back into service.